Manufacturer narrative:
(B) (4)

Event description:
Procedure type: unk. According to the reporter: prior surgery, when balloon was inflated with 25ml air, it burst. Not used for pt. No pt injury was reported.